Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the surgeon console would not connect to the rest of the system. The customer power cycled the system but the issue remained on the two surgeon consoles. The logs were reviewed which revealed that the system has reverted to golden image and will require reprogramming. Caller is switching the carts out to an xi system. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse programmed system in local host since the system did not want to program both consoles golden images while connected together as a system. The fse was able to reprogram both of the consoles running the golden image and was able to perform a system verification after the system was reprogrammed. System was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.